Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient on a cobas e 411 immunoassay analyzer. The initial troponin result from a lithium heparin plasma sample was 0.104 ng/ml. The repeat result was 0.009 ng/ml.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The customer's calibration signals were below the expected values. The qc recovery data provided was acceptable. The alarm trace showed 1 sample volume insufficient alarm. The investigation is ongoing.